Event description:
It was reported that the screw at tooth site 46 fractured and was removed. Implant also fractured and reported on (B)(4).

Manufacturer narrative:
Zimvie complaint number (B)(4).

Manufacturer narrative:
Zimvie complaint number (B)(4). H10: additional narrative zimvie did not receive one (1) zfx11zb-tsv35as03e, for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Zimvie had one part from zfx11zb-tsv35as03e with lot 0000230720 in entrance control and found no errors on screw, ti-base and pom-screw. DHR review was completed for the subject lot number 0000230720. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 0000230720 for similar events and no other complaint was identified. Review completed utilizing keywords: implant fracture. Based on the investigation and risk management file review as per rmf, the most likely root cause determined from the investigation can not be verified. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable cause of missing information and because of the scratched surface. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.